Event description:
It was reported that the patients system controller showed a controller fault alarm, and the system controller was exchanged. The new system controller was noted to have display issues and partly functioning, yet still supplying the patient with power. A system controller exchange was suggested. Reference regulatory report MFR # 2916596-2024-00817.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue was confirmed with the returned system controller (serial # (B)(6)). The self-test function was activated, and the front user interface display had all lines of inactive pixels. The internal liquid crystal display (lcd) module was exchanged for a test lcd module. Activation of the navigate display button was able to cycle through all the screens. Analysis of the log file retrieved from the returned device did not capture any alarm related to the event and pump operation was not affected. The root cause for the reported screen issue was conclusively determined to be due to an issue with the lcd, the thin film transistors were shorted on. However, a further root cause was not able to be conclusively determined through this analysis. A corrective action was initiated to address this lcd issue. The returned device was manufactured prior to the implementation of that corrective action. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self-test¿, the system controller self-test is loud and bright. All of the lights, symbols, and sounds come on and ¿self-test¿ appears on the screen. Also, under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿system operations¿, describes recommended replacement of the backup battery. The system monitor displays information about the system controller 11 volt lithium-ion backup battery charge level, and the time remaining before its replacement is mandatory. Depending upon an outpatient¿s clinic schedule, replacement of the 11 volt lithium-ion backup battery should be considered when less than 6 months remain before the mandatory replacement date. Under section 3, ¿powering the system¿, describes steps to exchange from battery power to the power module. Shortens steps to perform the exchange. 9. If one battery has less charge, start with that battery and disconnect the connector from the battery; otherwise, disconnect the white connector first. 10. Unscrew the white connector from its battery clip. The power cable disconnected alarm will come on. This is normal. 11. Put aside the battery clip and attached battery. 12. Connect the white power module power patient cable connector to the white system controller power cable connector. The alarm will stop. 13. Unscrew the black connector from its battery clip. The power cable disconnected alarm will come on. This is normal. 14. Put aside the battery clip and attached battery. 15. Connect the black power module patient cable connector to the black system controller power cable connector. The alarm will stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The display issue did not resolve, and the system controller was exchanged. The patient was stable.